Manufacturer narrative:
Correction to device mfg date: 2/13/2018. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, the abnormal panel function and inability to start up normally is due to corrosion and mold on the main board and front panel caused by liquid invasion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling review: not applicable because the defect was not caused by user misuse. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a front panel failure; the device cannot be turned on normally. The issue occurred at preparation for use at an unknown procedure. The procedure was completed using a similar device with no delay. There were no reports of patient harm.